Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
The micro oscillating saw with xi blade mount was returned for service. Upon eval at the MFR, it was observed to leak an unk substance. There was no pt involvement, and there were no user injuries or adverse consequences.